Event description:
It was reported to medtronic minimed that the customer received a flashing medtronic logo on the screen. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer received a pump error 49(history pointers failed. The history pointers are corrupted), pump error 4(the motor arm cannot communicate with the main arm), and pump error 68(trace pointers are invalid). The customer was advised that the insulin pump would be replaced and to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No flashing med logo noted. Pump was received with pump error 4 alarm during testing. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify pump error 49, 68 due to pump error 4 alarm. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. However, successfully utilized crest and thus to download history files, traces files. Pump error 4 critical handling alarms on 06/22/2025 13:28:05.000, 06/22/2025 13:28:19. Also, found 49, 68 on 06/22/2025 13:28:08.000, 06/22/2025 13:28:31 in file history. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Flashing med logo not confirmed. Pump error 4 alarm during testing and pump error 49, 68 in file history due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.